Event description:
It was reported that this implantable defibrillation lead was attempted at implant, however was not used due to high out of range pacing impedance measurements and no capture. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable defibrillation lead was attempted at implant, however was not used due to high out of range pacing impedance measurements and no capture. No adverse patient effects were reported. The device was received for analysis.